Event description:
Mccarusus-volker fornisee fs-35 uterine manipulator system being used. Manipulator was inserted into vagina to manipulate uterus. Device perforated uterus. Device removed from body and ally rumi uterine manipulator was used.